Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and that the battery "depletes faster". There was no reported impact to the customer's blood glucose level. The customer declined follow up so no additional information was obtained.